Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed on (B)(6) 2020, treating a target lesion in the first diagonal artery. A 2.5 x 38 mm xience sierra stent and a 2.5 x 28 mm xience sierra stent were implanted. On (B)(6) 2021, the patient was re-hospitalized with chest pain. Cardiac catheterization was performed and in-stent restenosis of the first diagonal artery was noted. Angioplasty was performed to treat 70% occlusion and the adverse event resolved. No additional information was provided.